Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7164453, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7164356, UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43160, model: sc-4316, batch: 36295932, UDI: (B)(4).

Event description:
It was reported that the patient developed an infection. The physician confirmed that the infection was not device or procedure related and no further information for the infection can be obtained. The patient underwent a spinal cord stimulator (scs) explant procedure wherein all devices were removed. The explanted device components were not returned.